Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for the treatment of a mildly calcified lesion in an unspecified vessel (90% stenosis degree). During the procedure, the stent became stuck within the delivery system and could not be advanced to the target lesion.